Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during deployment. The valve ended at a high placement at -1 millimeter (mm) on the non-coronary cusp (ncc) and 0 mm on the left-coronary cusp (lcc). Moderate paravalvular leak (pvl) resulted and a second transcatheter bioprosthetic valve, was successfully implanted valve-in-valve. No additional adverse patient effects were reported.